Manufacturer narrative:
(B)(4). The field service representative (fsr) provided a replacement for the customer to install.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pin that holds the cover on the device was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.